Manufacturer narrative:
A manufacturer representative went to the site to service the system. Testing found that the staff performed motion calibration which cleared all errors. Performed system checkout with no faults. System was used in a case earlier in the day with no issues. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system is stuck in stand alone mode. There was no patient involved.